Manufacturer narrative:
(B)(4) - device 1 of 2. E1 patient country canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada . It was reported that the patient encountered two infusion set cannulas kinked events within 3 hours of insertion on (B)(6) 2024. The infusion set was in use for 1 day. The site of insertion was abdomen. Patient blood glucose level was found to 23 mmol/l, 16 mmol/l for first 2 events . The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.